Event description:
Medical assistant cleaning pt's left ear and the ear irrigation syringe came apart and scratched pt's external ear canal. Abrasion minor with slight blood <1cc. Follow up: the medical assistant thought she had assembled the syringe correctly, but apparently must not have done so. Staff checked the syringe out thoroughly. There have been no further incidents and staff is doing a double-check to make sure it is secured properly.